Manufacturer narrative:
As stated in the describe event section, an email was sent to the customer on 7/12/2019 requesting additional information regarding the issue, as well as if the product would be returned for evaluation, if there was impact to patient safety, if there was a delay in surgery, or if additional surgery was needed. A follow-up email was sent on 8/2/2019 along with a follow- up phone call on 8/8/2019. To date, no response has been received. An internal complaint investigation was performed for the minimal information that was given to ad-tech thus far. Specifically, a historical complaints review was completed for the alleged deficiency "broken drill bit"/product family "placement accessories". There have been 4 similar complaints for broken drill bits between january 1, 2017 and july 15, 2019. A CAPA and investigation review was also conducted for the alleged deficiency "broken drill bit"/product family "placement accessories". There have been no capas or investigations opened for this issue to date. An initial risk assessment was conducted for this issue. It was found that the calculated occurrence exceeds the value present in the current risk file. The resulting risk level was elevated from acceptable to alap (as low as possible). The severity of the issue was deemed a 3 with a potential harm of "function - delay of procedure". As stated above, the customer was asked if there was a delay in surgery as a result of this incident. Ad-tech is currently awaiting a response. Based on this information, the investigation is currently on-going as ad-tech is awaiting additional information from the customer.

Event description:
On july 12, 2019 ad-tech medical received a copy of a medwatch 3500a report from the food and drug administration (FDA). The report was from a user facility (uf), documented under uf report # 4100070000-2019-8039 (from rhode island hospital). According to the report, the hospital had submitted the medwatch report in june 2019 reporting an issue they experienced with an ad-tech drill bit in may 2019. The medwatch report stated the following (describe event or problem): "drill bit broke while using it during the procedure. Broke piece was found and retrieved from patient. Used airo CT for the procedure. CT was performed to locate the piece and another was taken after." An email was sent to the customer on 7/12/2019 requesting additional information regarding the issue, as well as if the product would be returned for evaluation, if there was impact to patient safety, if there was a delay in surgery, or if additional surgery was needed. A follow-up email was sent on 8/2/2019 along with a follow- up phone call on 8/8/2019. To date, no response has been received.